Manufacturer narrative:
The field complaint of the transmitter failure to power up on was verified. Visual inspection revealed no physical damage to the outer plastic casing of the alternating current (ac) power adapter; however the plug adapter was melted. There was no damage noted on the outer plastic housing of the transmitter. Removed the melted plug adapter and noted one of the contact pins was bent and broken. The original ac power adapter was replaced with a working ac power adapter, successfully performing the power on function. High current flow through the ac wall power outlet could have damaged the ac power adapter plug itself which resulted in the no power issue.

Event description:
It was reported that the patient merlin@ home transmitter failed to power on after the transmitter prongs were unable to be disconnected. The product was replaced. There were no patient consequences.